Manufacturer narrative:
Upon review of the data, it can be observed that the runs with detected results generated delayed CT values indicating the samples have a viral load near the tests limit of detection (lod). There are no signs that erroneous results were generated. A systematic issue was not identified. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from poland alleged discrepant results for two patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged two samples initially generated a positive result for sars-cov-2 when tested on cobas liat (sn: (B)(4)). The same samples were then retested on two different cobas liat (sn: (B)(4)) where both generated a positive result for sars-cov-2 on sn: (B)(4) and a negative sars-cov-2 result on sn: (B)(4). The positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 MDR will be filed.